Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. The cause of the reported issue was the faulty lock sensor. The lock sensor was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump displayed error code 41786 and had an issue with locking the cassette. There was unknown patient involvement.